Manufacturer narrative:
The t:slim cartridge instructions for use states: "replace the cartridge every 72 hours if using novolog" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for the past few days around 300 (mg/dl). Reportedly, the customer was using the cartridge and supplies with novolog insulin for approximately 6 days. Correction boluses via the pump were administered to address bg level. Tandem technical support educated the customer on cartridge labeling. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.